Event description:
The customer reported that upon removal of the pad following a femoral endarterectomy procedure, there was an area of purple/red skin that appeared to look like a burn on the upper edge of where the pad had been placed. The pad was placed on the pt's left outer thigh. The burn is assumed to be superficial. The incident pad was discarded by the site.

Manufacturer narrative:
(B)(4). The incident sample was discarded by the site and is not available for evaluation. If additional info pertinent to the incident is obtained a follow-up report will be submitted.